Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient states that he has been experiencing some complications after his two ins's were replaced due to normal battery depletion. Patient states that in the beginning of october the corner of the steri-strips opened while he was sleeping that caused "it to blow up in to a pocket¿, but which ins this occurred with was not reported. Caller states that he doesn't have any signs of infection, but the area is very painful, and his hcp (healthcare professional) wasn't taking it seriously, so he is firing that hcp. Patient was sent a listing of doctors in their area. Caller states all he got for this issue was 10 days of antibiotics and would prefer another doctor look at the area. Caller mentions that he is battling another infection (unrelated to device/therapy) that was due to his type I diabetes. On (B)(6) 2019 clarification was received from the patient who explained that he had been given antibiotics, but that infection was not diagnosed. What he meant by it blew up at the pocket was that he had swelling at the pocket site on the right, which has since 70% reduced. His pain is also 70% reduced. The issue he was calling about was only about the right-side ins battery. No further complications were reported or are anticipated.